Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal part of the apollo catheter separated/broke and pre-detached during use. The patient was undergoing treatment for an arteriovenous fistula. The patient's vessel tortuosity was moderate. The access vessel was the cavernous sinus, which was 2mm in diameter. It was reported that there was no friction or difficulty during injection. No force was applied during delivery or removal, and the catheter tip was not entrapped/stuck. There was no vasospasm, the catheter was not stuck in the guide catheter, and no medical/surgical intervention was needed. The catheter was replaced, and the patient did not experience any injury. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include an envoy 6 guide catheter.

Manufacturer narrative:
H3: the apollo micro catheter was returned for analysis inside a biohazard plastic bag and a shipping box. There was no detachable tip returned with the micro catheter. ¿ visual inspection/damage location details: the 3.0cm detachable tip was found to be detached and missing from the catheter. Upon visual inspection, no irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. No other anomalies were observed. ¿ testing/analysis: the apollo usable length was measured to be ~163.0cm (specifications: 165.0cm ± 2.5cm), and the distal floppy s egment was measured to be ~24.0cm (25.0cm +2cm -1cm) which is within specifications. The ldpe coupling tube overlap length was measured to be ~1.48mm which is within specification (specifications: 1.0mm - 2.5mm). The catheter was flushed with water and found to be patent. ¿ conclusion: based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿ as the distal detachable tip was found to be detached from the catheter. However, the root cause could not be determined. Tip premature detachment can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. There was no non-conformance to specifications identified that led to the reported issue. Since the detachable tip was not returned; any contribution of the detachable tip to the reported issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the tip prematurely detached. The catheter did not rupture. The tip detached during navigation through the guide catheter. There was no resistance when the apollo was being advanced or retrieved. The apollo tip was not imbedded in the onyx cast. There was no kink or damage noticed on any of the devices.